Event description:
The reporter stated that the surgeon was inserting a single piece collamer lens model cc4204bf into the patient's eye and the lens tore in half and half of the lens went into patient's eye and the other half stayed in the injector. The lens was removed with no patient injury.